Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On the same day the sensor was inserted, the patient¿s husband found the patient passed out on the couch. The husband called emergency medical services (ems) and the paramedics checked a fingerstick bg which was 24 mg/dl. The patient does not know what the cgm values were. The paramedics gave her glucose IV. She did not go to the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.